Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-02873. The pt underwent an ipg replacement procedure on (B)(6) 2013, and her ipg was implanted at the same pocket site (reference MFR report 1627487-2013-02432). It was reported the pt still reported pocket heating with stimulation, and the issue has occurred since her implant. She stated she feels burning at her ipg site and bra line soon after she turns on a stimulation. She alleged the sensation subsides when stimulation is turned off. The pt mentioned she has experienced an occasional burning in her stomach with stimulation off. It was also reported she has experienced a slight heaviness in her left arm since approx (B)(6) 2013. The physician advised the pt to leave stimulation off for 2 weeks and see the physician for a follow -up visit.